Event description:
It is reported that the pt is experiencing pain due to possible loosening, with a revision scheduled for summer of 2010.

Manufacturer narrative:
Eval summary: a cause for this specific clinical event cannot be ascertained from the info provided. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(4) 2010. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(4), 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.